Event description:
During a procedure to occlude an atrial septal defect (asd) with a minimal aortic rim that measured 28 mm on fluoro and echo, a 26 mm amplatzer septal occluder (aso) was deployed. During deployment, the physician was reminded by the territory manager that the device was nearing the patient's left atrial appendage (laa) due to the minimal aortic rim. The physician elected to deploy the aso in the laa and the patient developed a pericardial effusion requiring pericardiocentesis (660 ml of blood was removed). The bleeding ceased and the patient was stabilized; however surgery was required to repair the laa and asd.

Manufacturer narrative:
Describe event or problem -- updated. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event was reviewed by the abbott erosion board which confirmed that no erosion occurred.